Event description:
Reporter noted posterior capsule tear occurred during phaco; anterior vitrectomy performed and iol inserted. Felt there was too much vibration at higher power settings; wanted system checked.